Event description:
Per the audiologist, a CT scan of the patient's ear showed the tip of the electrode array was located in the middle ear instead of the cochlea. The pt's device was explanted in 2007 and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is the final report. This type of event is addressed in the device labeling.